Event description:
It was reported that a small volume infusor had deformation of the blue winged cap and luer connector. This was observed after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a damaged blue winged luer cap. Indentation marks from the manufacturing flow wrap sealer equipment were observed on the damaged area of the blue winged luer cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.